Event description:
On (B)(6) 2012, company representative reported the down button on the pt's infusion device does not respond intermittently. Company representative stated there are no other button issues. Company representative reported the pt does remember receiving the recall notice. No physiological effects were reported. The pt did not require assistance form a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.